Event description:
Device report from synthes reports an event in germany as follows: it was reported that on august 12, 2020 the patient suffered a subtrochantary fracture on the left thigh and a fracture in the middle third of the thigh as a result of motorcycle accident. These injuries were operated on the same day and the intramedullary nail osteosynthesis was performed with pfna. On november 2022, they discussed the details of the removal of the intramedullary nail. X-ray was also carried out and saw no contraindication regarding the removal of the intramedullary nail that was implanted in (B)(6) 2020. At the same time the patient was informed about the planned operation. On (B)(6) 2022 the operation was carried out by the surgeons but when attempting to remove the nail, a tool in the thread of the nail broke off, so that the medullary nail could not be removed and the operation was aborted. The patient was released on (B)(6) 2022 after the failed operation and not been able to decide to remove the nails for fear of further health consequences. This report involves an unknown pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unknown pfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.